Event description:
It was reported that 4 bd veo¿ insulin syringes with bd ultra-fine¿ needles had product damaged and plunger issues. The following information was provided by the initial reporter :   the consumer reported damaged plungers and that the plunger does not sit flush. Date of event : unknown. Samples : available.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-02-16. H6: investigation summary: customer returned a total of (11) syringes in a polybag for 0.3ml, 31 gauge, 6mm syringes from lot 1242719. Visual inspection found that the rubber stoppers were warped and dragging inside the syringe barrels. Likewise, the plunger rods were found to be difficult to move inside the syringes. A review of the device history record was completed for batch # 1242719 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications noted that did not pertain to the complaint. Based on the samples received, bd found that the plungers were dragging inside the syringe barrel. Root cause: maintenance dispatch (l2l) #132263 was created for potential dry barrels. Dry barrels indicate a lack of silicone inside the barrel to allow movement of the plunger/stopper rod. Found a silicone gun not aligned correctly. No root cause as to why the gun was sightly out of line to the silicone being applied into the barrel.

Event description:
It was reported that 4 bd veo¿ insulin syringes with bd ultra-fine¿ needles had product damaged and plunger issues. The following information was provided by the initial reporter :   the consumer reported damaged plungers and that the plunger does not sit flush. Date of event : unknown. Samples : available.